Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for impella support as a bridge to heart transplant. The patient did not endure any adverse events during support, however, developed acute kidney injury approximately 3-5 days post impella explant, requiring dialysis. The patient was implanted on (B)(6) 2022 and explanted on (B)(6) 2022.